Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin. A proximal and distal fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed a deformed outer conductor coil 24 and 19 cm proximal to the lead tip, a stretched inner conductor coil approximately 6 cm proximal to the lead tip and a bent and stretched fixation helix. These deformations most likely resulted from the extraction procedure due to tensile stress. Further inspections did not reveal a conductor coil fracture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This ra lead was explanted and reported as fractured. No adverse patient events were reported. Should additional information be received, this file will be updated.